Manufacturer narrative:
It was reported that loading tube was hit with a filled 30 cc syringe that caused the sheath adapter to snap and blood leaked out of the broken piece. It was unclear if the adapter was overly tightened. The investigation at abbott found that the lumen where the tubing bonds to the rotating luer at the distal end of sheath adaptor was fractured. The fractured piece was received separately. The state of the returned component precluded functional analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. While the root cause could not be definitively determined, the damage was consistent with a forceful attempt to attach the loader to the sheath while not properly aligned. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant. After connecting the amulet loading tube to the steerable sheath, back bleeding of the device was performed. To ensure no bubbles were adhered to the device, the physician hit the loading tube with a filled 30cc syringe, causing the sheath adapter to snap instantly and blood began to leak out of the broken piece. It was unclear if the adapter was overly tightened. Following this discovery, the broken piece was removed from the delivery system and a finger was placed over the lumen of the delivery system to prevent further blood loss/air ingress. Blood loss in total was less than (B)(4). Another amplatzer amulet laa occluder was opened to only use the adapter to complete the procedure. The patient was reported to be stable and was discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant. After connecting the amulet loading tube to the steerable sheath, back bleeding of the device was performed. To ensure no bubbles were adhered to the device, the physician hit the loading tube with a filled 30cc syringe, causing the sheath adapter to snap instantly. It was unclear if the adapter was overly tightened. Another amplatzer amulet laa occluder was opened to only use the adapter to complete the procedure. The patient was reported to be stable and was discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.